Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant be result on an 8-year-old male with gastroenteritis. There was no additional patient information at the time of this report. Method: date: collected test: be results: sample: I-stat (B)(6)2024 11:36. 11:36. <-30 mmol/l venous. I-stat (B)(6)2024 11:50. 11:50. -3 mmol/l capillary. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-mar-2024. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure, for points outside total allowable error (ea) but failed the suppressed results criterion. A deficiency has been identified for cg8+ cartridge lot w24268 for suppressed results, which will be investigated in quality record (qr) (B)(4).